Event description:
It was reported that during a photoselective vaporization of the prostate procedure, there was no output or aiming beam from the fiber. A second fiber was then opened to proceed with the procedure. After 202,554 joules of use, the formation of a hole was observed at the tip of the fiber. A third fiber was then opened and used to complete the procedure without any consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the fiber tip was present and there were no breaks along the fiber body. However, analysis identified a glass cap distal circumferential fracture. Therefore, the event is confirmed based on this finding. A distal circumferential fracture has the potential for forward firing. It is probable that the circumferential fracture occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited severe charred debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibits a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap exhibits severe debris adhesion on its surface and the glass cap exhibits severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, there was no output or aiming beam from the fiber. A second fiber was then opened to proceed with the procedure. After 202,554 joules of use, the formation of a hole was observed at the tip of the fiber. A third fiber was then opened and used to complete the procedure without any consequences to the patient.